Event description:
Fibers from the lap sponge were found inside the surgical incision prior to closing. Fibers removed and the lap was pulled from surgical field and disposed of-not available. Lot 6052305003, (B)(4).